Manufacturer narrative:
The manufacturing lot # is unk. The implant date remains unk. Samotowka m, kahn mb, roberts ab, bakshi kr, fairman rm. Thin-walled polytetrafluoroethylene graft failure is a cause of axillary pullout syndrome. Surgery 1995; 117:113-4.

Event description:
Via scientific literature, the pt presented with a bilateral external iliac artery occlusions and a left superficial femoral artery occlusion. A left axilloprofunda bypass was performed. The postoperative course was uneventful and the pt was discharged. Three weeks post procedure, the pt developed an infraclavicular pulsatile mass. At operation, it was found that the graft had ripped and that the suture was intact on the artery. An interposition graft was placed. Intraoperative cultures were negative. The pt had an uneventful postoperative course.